Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer inquired on how to complete the fill cannula step during the load process. The customer reported an elevated blood glucose (bg) level of 249 (mg/dl). A manual injection was delivered to address bg level. Customer was advised on how to fill the cannula and resumed insulin.